Event description:
On (B)(6) 2013, the lay user/patient in (B)(6) contacted lifescan to report the one touch verio iq meter was displaying the battery indicator symbol. There was no patient injury associated with this issue. As the issue was not resolved with troubleshooting this complaint is being reported. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up # 1 ¿ (03/31/2014), the patient¿s meter has been returned and evaluated by lifescan product analysis on (B)(4) 3014 and (B)(4) 2014, respectively, with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.